Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the refrigerator device was not detected on the bus. The customer attempted to resolve the issue by rebooting the device and power cycling the medstation and refrigerator, including using the battery backup key. The unit was powered down for one minute initially and then for ten minutes during a subsequent attempt; however, the refrigerator continued to display a "not detected on bus" condition and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the refrigerator device was not detected on bus. A field service engineer (fse) assisted the customer with a network cable not detected on the bus issue and resolved the issue. Test functions were performed to verify system operation. The system functioned as intended after the field service engineer repaired the device.